Event description:
Device malfunction: clip captured posterior vessel wall. Time of malfunction: during vessel closure. Symptoms/ae: pain, clip surgically removed. It was reported that a physician attempted closure of the right femoral artery after an unspecified procedure reportedly, the pt experienced pain at the access site and it was found that the clip had captured the posterior wall of the artery. The clip was removed surgically. There were no other reported pt effects. Though requested, no info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.